Event description:
A patient with an old fracture in the rib (2006) was experiencing a great deal of pain and was implanted with a right rib plate about a month ago. The patient returned to the surgeon complaining he was still in a lot of pain and could hear 'clicking' sounds. An x-ray was taken on an unknown date and showed three screws on one side of the plate were solid, two screws on the other side of the plate were still in the plate but the plate was raised up off the bone, and a third screw was under the plate ('free floating'). The patient was returned to the operating room on (B)(6) 2011. The surgeon removed the plate and all the screws, placed a new plate and re-used 5 of the 6 screws just removed. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as product is beginning evaluation.